Manufacturer narrative:
The technician determined that the communication cable was not connected to the nurse call system. The technician plugged the communication cable into the wall, which resolved the issue. The device functions as designed. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
The account alleges that a pt got out of bed and then fell. The pt had been pressing the nurse call button, but no signal was being received at the nurses station. There was no injury as a result of the nurse call not functioning.